Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon could no longer open and turn the 8mm monopolar curved scissors (mcs) instrument. After removing the protective cap, the customer noticed that a cable was torn. The procedure was completed with no reported injury.